Event description:
We have all hill-rom advanta beds in our medical-surgical units. All are equipped with "out of bed" sensors installed by hill-rom. The biomedical dept was getting beds with the note "out of bed alarm not working". Upon checking, they found it to be okay, as did the hill-rom service tech. Recently, the service tech was called in for the same problem on a bed that he just replaced the sensors on!!! He noticed that we had different mattresses on the beds (all hill-rom). The hill-rom tech determined and showed myself, and biomedical that the sensors worked as described. However, they did not work with the older hill-rom mattresses. Ironically, hill-rom just released new sensors that work with both of the mattresses. My concern is that they knew about the problem; didn't acknowledge it, and then developed a new sensor. They want the hospital to pay for the parts and installation.